Event description:
The surgeon reported a rotation of an intraocular lens (iol) of almost 12 degrees clockwise in an eye with 27mm of axial length at one day post implant. Approximately 10 days after surgery the incision was reopened and the iol rotated and repositioned. Patient outcome was not reported.

Manufacturer narrative:
The lens remains implanted following repositioning. Batch record was reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this batch number were received. The cause of this event could not be definitively determined. It is known and labeled that residual viscoelastic may allow the lens to rotate, causing misalignment of the lens with the intended axis of placement. Lens remains implanted.